Event description:
Pt was receiving intra-aortic balloon (iab) catheter treatment following angioplasty and implantation of 3 stents. The console alarmed indicating that there was a balloon problem. The iab catheter was removed and replaced with another insightra iab catheter that had satisfactory performance.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) and retrospective review of customer complaints.